Manufacturer narrative:
The insulin pump was received with b button intermittent response due to corroded keypad traces, however pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm or frozen screen noted. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that changing the battery did not resolve the issue. The insulin pump will be returned for analysis.